Manufacturer narrative:
H4: the lot was manufactured from february 24, 2021 - february 25, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor emptied to roughly the same amount everyday and were never fully emptied during patient infusion. The device had been filled with piperacillin / tazobactam 18000mg in buffered 0.9% sodium chloride. Tt was reported that an extension line was used between the infusor and the peripherally inserted central catheter (PICC). There was no report of patient injury or medical intervention associated with this event. No additional information is available.